Event description:
It was reported the pt is experiencing a warming sensation at his ipg site that spreads to the buttock and thigh area when charging. A replacement charger was sent to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.